Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3, b5, e1, g2, h3, and the device evaluation. The device evaluation and the information in b3, b5, d10, e1, g2, h3 was inadvertently omitted from the initial medwatch report. Please see updates to b3, b5, d10, e1, g2, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint (image color defect) was confirmed. The device switched between a green and a purple image. Additionally, the repair center found the remote-control switch function was not working as intended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the poor image occurred due to a defective cable. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the poor image occurred during inspection for use of a therapeutic procedure. The procedure was completed using a similar device. The procedure was delayed the amount of time it took to replace the device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a videoscope had bad image issues. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus.